Manufacturer narrative:
Complaint confirmed, two screw head fragments were returned. The fragments were not identified and could not be measured. The cause of the event is undetermined, however likely causes include prying/levering the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a metal removal surgery at the foot the head of each of the two devices broke already during the first turn of the screwdriver. The heads of the two devices were retrieved from the patient, but the rest of the device remained inside the patient. Therefore the ex-plantation of the devices wasn`t finished successfully. According to the surgeon no harm for patient, operator or third party occurred. Update avoe 29-apr-2021: it was confirmed that the surgery was finished successfully. The indentations, where the heads of the screws were embedded, were smoothed and a homogeneous surface was created. The patient was only bothered by the heads of the screws and therefore this incident is no harm for the patient. The devices were implanted on the (B)(6) 2018.